Event description:
It was reported that oversensing was observed during therapy delivery from a respiratory rhythm management device. Programming changes recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.